Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used one of these tubes a couple of weeks ago not for a patient for educational purposes and it was very hard to take the plugs out. Per follow up via email on (B)(6) 2025, the adult critical care clinical nurse specialist reported that she was working to ensure the supplies listed in the policy were up to date. She was following the steps in the policy for setting up the tube and as she was trying to remove the plugs, she realized it was quite difficult and needed hemostats. It took about 10 minutes to remove them. This was in regards to the minnesota tube. She did not have the material or lot number. Per follow up information received via email on 12-may-2025, the adult critical care clinical nurse specialist confirmed this event occurred prior to receiving instructions from bd. The hemostats were attached to the sides of the plug, and she kept wiggling them side to side while pulling at the same time to get the plug out.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used one of these tubes a couple of weeks ago not for a patient for educational purposes and it was very hard to take the plugs out. Per follow up via email on 08-may-2025, the adult critical care clinical nurse specialist reported that she was working to ensure the supplies listed in the policy were up to date. She was following the steps in the policy for setting up the tube and as she was trying to remove the plugs, she realized it was quite difficult and needed hemostats. It took about 10 minutes to remove them. This was in regard to the minnesota tube. She did not have the material or lot number. Per follow up information received via email on 12-may-2025, the adult critical care clinical nurse specialist confirmed this event occurred prior to receiving instructions from bd. The hemostats were attached to the sides of the plug, and she kept wiggling them side to side while pulling at the same time to get the plug out.